Event description:
A huber needle, 22 gauge, 3/4 inch, with extension set was used to access "port o cath" for administration of 5fu. Pt stepped on the line while pump was on floor severing the extension tubing from the winged needle. This product, whin product # hw-2276hrf, showed evidence of leakage (wet, irritated skin) at the junction of winged needle and extension set prior to the accidental disconnect of extension set and needle. This brings into question the integrity of the system and whether the supposed leakage was indicative of a weak connection.